Event description:
It was reported through an implant card that a vns pt was replaced of both generator and lead due to "electrode nerve contact scarring". Further info was received from the explanting physician through a company rep indicating that prior to replacement surgery, pre-op diagnostics were indicative of a high lead impedance. The surgeon expected a broken lead when surgery was performed and was able to notice the lead was broken along with scar tissue formation between the electrode and the vagus nerve. However, the surgeon is not sure if he broke the lead at the time of surgery or if the scar tissue was causing the high lead impedance. No x-rays were taken and no pt manipulation or trauma was reported to have contributed to the high lead impedance. Moreover, all explanted products are not being returned to the MFR as they were discarded.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.